Event description:
It was reported that the customer experienced diabetic ketoacidosis and a blood glucose (bg) level of 520 mg/dl. Customer was taken to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Reportedly, the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the customer reverted to manual injections for insulin therapy.